Manufacturer narrative:
The taperguard tracheal tube 7.0 is not going to be returned. Although requested, the customer was unable to provide add'l info. (B)(4).

Event description:
It was reported by a customer in (B)(6) that the taperguard tracheal tube 7.0 came out by itself. It was replaced by a new taperguard. There was no reported patient injury.